Manufacturer narrative:
Pump was received with totally destroy case, lcd display and electronic assembly.

Event description:
The customer reported via phone call that the insulin pump was broken into pieces. Customer stated the insulin pump was ran over by a lawnmower. Customer's blood glucose was 120 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.